Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have commenced forward firing at 65,366 joules. The procedure was completed with a second fiber. Patient outcome: "ok no harm to patient".

Manufacturer narrative:
(B)(4).